Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed misleading data regarding the pacemaker's battery longevity. No changes or intervention was performed. There were no patient consequences.